Event description:
Event occurred in brazil. Injector malfunction. Injector broken during lens progression resulting in surgical complication. Problem code: a050302 - unintended ejection. Additional information received: event occurred at hospital (B)(6). Methylcellulose 2% was used as ovd. The distal part of the injector broke. Patient was confirmed to be impacted during the procedure. The lens was in the ciliary sulcus, postoperative refraction outside surgical planning. Rupture of the posterior capsule with vitreous loss occurred. The doctor treated the surgical complication by performing anterior vitrectomy with centurion vitreophage and positioning of the lens in the ciliary sulcus with capture of the optic zone + carbacol infusion + moxifloxacin infusion + suturing of the main incision. The patient is currently fine, no permanent or negative impact on patient health expected. No images/videos of the product are available. The product is not available for return.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes and additional information not available/included in the initial report. Additional information: b5 - included additional event information not included in the initial report. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Injector malfunction is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in brazil. Injector malfunction. Injector broken during lens progression resulting in surgical complication problem code: a050302 - unintended ejection.

Manufacturer narrative:
This follow-up report #2 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the follow-up report #1. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #2. H2 - type of follow-up - noted for additional information. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: pc-60r). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.